Event description:
The patient reported experiencing raynauds phenomenon and hardening of the breast. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Reason for removal is implant exchange. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, brown particles, and an opening. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a striated edge opening in the posterior consist with use of a surgical tool due to surgical damage. The fill test inspection was performed, the result is no blockage.

Manufacturer narrative:
Information in this report has previously been submitted via asr. The events of raynaud's phenomenon and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient reported experiencing raynauds phenomenon and hardening of the breast. This record is for the left side. Device has been explanted.